Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber is currently en transit to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that an mr290v vented autofeed humidification chamber had holes in the chamber plate. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare regional office for evaluation. Our investigation is based on the information and photograph provided by the customer, previous investigation of similar complaints and our knowledge on the product. Results: visual inspection of the photograph provided could not confirm hole in the chamber base. Conclusion: without the complaint device, we are unable to determine what may have caused the reported event. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in texas reported, via a fisher & paykel healthcare (f&p) field representative, that an mr290v vented autofeed humidification chamber had holes in the chamber plate. There was no reported patient consequence.